Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No broken battery tube threads noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was unable to troubleshoot due to past event. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are scratches and a crack on pump display and break in the battery compartment. Customer was advised that the device would be replaced.